Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had power limit advisories, followed by red heart alarms while at home, hand pumping was initiated, and the patient was trasported to the hospital, where he was placed on pneumatic supports using a stroke volume limiter (svl) and drive console. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation. The evaluation of the pump assembly revealed extensive wear that occurred to the internal components of the lower main bearing, which caused the rotor to descend and contact the electronic package (commutator). The rotor/commutator contact contributed to significant rotor drag, which resulted in high pump power consumption during the pump eject cycle. The examination of the lower main bearing indicates that the bearing wear may have occurred as a result of lubricant loss. Although contributing factors such as high after load and high beat rates for extended periods can contribute to lubricant loss and breakdown, which can reduce the mechanical life expectancy of the device, a direct relationship between these potential factors and the lower main bearing wear is inconclusive at this time. Bearing wear issues are currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.